Event description:
Initial report: this non-serious spontaneous case report from poland was reported by a physician on 04-nov-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. (B)(4). This case involves a female (age nos) who received poly-l-lactic acid (sculptra) (therapy date, dosage and indication nos). Relevant medical history and concomitant medications were not reported. On an unspecified date, the pt experienced 4 papules, (3 on the temple and 1 on the chin) after use of sculptra. The physician injected the lesion with water for injection but without improvement. Event outcome is not reported.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) has been initiated. (B)(4). Additional info was received from the physician on 05-nov-10 and 08-nov-10 (processed together. Follow-up info indicates this report to be for a (B)(6) female pt who was administered poly-l-lactic acid for skin aging. The batch number and expiration date were corrected from a0034/31-dec-11 to a0035/apr-12. No concomitant medications were reportable. The physician's causality assessment was indicated as a direct causal relationship with poly-l-lactic acid. The following additional info was provided on the sculptra follow-up form. On (B)(6) 2010, poly-l-lactic acid was reconstituted with 7 cm^3 of sterile water and 1 cm^3 of lidocaine 2%. A total volume of 16 ml of poly-l-lactic acid was injected with depot technique as follows: nasolabial folds 2.5 ml, marionette lines 2.5 ml, temples 3 ml, cheek lines 4 ml and zygomatic bone area 4 ml. The areas were massaged during treatment and then by the pt. On (B)(6) 2010, 7 days after injections, the pt experienced a visible papule <5 mm in size. Swelling was noted only in one lesion. There was no evidence of systemic process. No biopsy was performed. There was no evidence of permanent impairment and to preclude permanent impairment or damage intralesional aqua injections were administered. No surgical intervention was performed. The pt has no history of immunological or collagen-vascular disease. At the time of this report, the adverse event was ongoing. The reporter does not expect this adverse event to be irreversible. Correction: in the initial narrative, it states this report was upgraded to serious by mistake. On 16-nov-10: based on the follow-up info provided on the sculptra follow-up form, the event was reassessed using the sculptra decision tree version 2. Since medical treatment was performed to preclude permanent impairment of a body function or damage to a body structure, the event has been upgraded to serious.